Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. The patient reported an event that happened one and a half years ago and was alleged to have been caused to inaccurate readings. No specific cgm nor blood glucose readings were reported from the event. The day of the event the patient was house-sitting. The patient would have been taking insulin. The patient could not recall her symptoms, and was unsure if she had fallen, but there would have been blood stained on the bathroom wall and the patient would have had bruises. The patient could not recall how she managed to go back to her bed, but she was found there unconscious by the neighbors. The neighbors brought her to the hospital and the patient was treated with intravenous insulin from 09:00am. Around 04:00pm the blood glucose reading would have been 200 mg/dl. The patient stayed in the hospital for 2 days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.